Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the d/m flush cutter was sent to the hospital , prior to the sales rep about to use to cut a d/m cable he noticed it was broken and did not use. Placed the instrument aside, and alerted the operations team. The case went fine and used a different instrument to complete the case.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the returned device is unremarkable. Some light scratching consistent with normal use was observed. Additional visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. Material analysis has been performed, the reported concluded: "no damage to dall miles flush cutter was observed. The male cutter height was adjusted per drawing requirements. The dall miles flush cutter functions as designed." Functional inspection: the device was used to cut a sample of 2.0mm vitallium dall miles cable. The returned device was able to cut the cable cleanly with normal effort and is deemed fully functional. The event could not be confirmed nor the root cause of the reported event determined because the returned device was found to be fully functional. The returned device was tested and was able to cleanly cut a sample dall miles cable. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the d/m flush cutter was sent to the hospital , prior to the sales rep about to use to cut a d/m cable he noticed it was broken and did not use. Placed the instrument aside, and alerted the operations team. The case went fine and used a different instrument to complete the case.